Event description:
Report received of an unrequested bolus dose delivery. It was reported that an unspecified medication was infusing at unknown settings. The customer contact reported that the pump delivered an unrequested bolus dose of medication, and continued to beep as if someone were making bolus demands. According to the customer contact, there were 37 bolus dose demands made in one minute. The pump only delivered 1 of those doses, as the programmed lockout interval was working preventing any other deliveries. The customer contact reported that there was no adverse effect to the patient as a result of the unrequested bolus dose delivery. The pump was removed from service and replaced. Though requested, there was no further information available.